Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Rn states that the cassette was dripping at the connection between the tubing and the larger part of the cassette with the domes. Pt was given antibiotics as a precaution and cultures were drawn as a precaution. The pt suffered no ill effects and all cultures were negative. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month prior to the date of the event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.